Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a handling/use error occurred and the intraocular lens (iol) tore when the plunger of the preloaded delivery system was pushed in. It was not realized until the lens was in the patient's eye. The lens was removed and replaced with another lens, same model. The incision was enlarged and suture was used. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 11/22/2016. Device returned to manufacturer - yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic solution (ovd) on the cartridge, indicating that the unit was handled and prepare for surgical use. Dent/distortions and stress marks were observed on the cartridge's tip. The intraocular lens (iol) was not returned for investigation. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.